Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, air ingress was observed at the side port during insertion of the farawave catheter. It was mentioned that aspiration was attempted but was unsuccessful, with persistent air presence noted. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, air ingress was observed at the side port during insertion of the farawave catheter. It was mentioned that aspiration was attempted but was unsuccessful, with persistent air presence noted. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis. It was further reported that the pump was used for the irrigation of sheath. The guidewire was positioned aligned with the tip of the right hand. No other issue has been reported.